Event description:
A pt was brought in to the emergency room in cardiac arrest with a prolonged down time. The life-stat was applied. It was noted that the battery light had come on and operators changed the batteries during a pulse check. After the battery change it was reported that the unit would not restart. The life-stat was immediately removed and manual CPR was continued. The pt was not revived.

Manufacturer narrative:
This device was returned to michigan instruments and a thorough evaluation was completed. The complaint could not be confirmed. Upon arrival, the unit was given a functional test and operated to its specifications. Additional problems were discovered that did not affect the proper function of the unit. There was damage to the massager pad and a gas leak found. The unit was repaired and returned to the customer.